Event description:
The patient was undergoing a coil embolization procedure for a pulmonary arteriovenous malformation using s px slim delivery microcatheter. During the procedure, the physician met difficulty while advancing a slim microcatheter through another manufacturer's catheter. The physician pushed strongly and the slim microcatheter advanced to the target site. Eight coils were successfully deployed through the slim microcatheter and it was removed. The physician attempted to advance the slim microcatheter again through the same catheter, and resistance was met again. The physician was unable to advance the slim catheter into the target vessel and it was removed. The procedure continued using a new px slim delivery microcatheter. There was no report of an adverse effect on the patient.

Manufacturer narrative:
Result: the px slim was kinked approximately 31.5 cm from the hub and kinked approximately 31.0 and 32.0 cm from the distal tip. Conclusion: the complaint has been evaluated. The complaint indicated that the px slim was inserted into another manufacturer's catheter (a non-penumbra product) and a strong resistance was felt approximately 30 cm from the distal tip. After removing the px slim and inserting it again to deliver more coils into the anatomy, a strong resistance occurred in the same location, causing the physician to use a new px slim (without issue). Evaluation of the returned px slim revealed kinks in the catheter shaft. This type of damage typically occurs when a device is improperly handled during removal from packaging or during use. If the catheter is removed from the packaging or manipulated during insertion into the patient at an angle, the shaft may kink due to excess force and bending. Penumbra devices are 100% visually inspected for damage during process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.